Manufacturer narrative:
Date of event: unknown. (B)(6). Samples were returned for evaluation but not tested. A DHR was reviewed. There were no related quality notifications. All process and final inspections comply with specification requirements. The customer's reported defect is confirmed based on a know issue. However, an absolute root cause for this incident cannot be determined. This defect is under investigation through sa and CAPA (B)(4). An 8d project was initiated and is underway. (B)(4). None were tested at this time. Samples are being kept if needed for further investigation for CAPA.

Event description:
It was reported that the stopper popped off a 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube during use. There was no injury or medical intervention.